Event description:
Reportedly, after approximately 5 months implant duration, occlusion was noted in the stented region of the sfa. Used pulse lyse and tpa, angioplasty and cryoplasty balloon. Then implanted another stent. No further information provided.

Manufacturer narrative:
Device not returned